Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's main board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the panorama central station's ambulatory telepack looses signals, which may have affected telemetry monitoring. No patient injury was reported.